Event description:
It was reported that the patient travels frequently and has "gone through" a power on reset condition 3 times. She does not know where it occurred and she had to be reprogrammed. Further information is being requested from the hcp.